Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. (B)(4) device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please describe any medical intervention performed including medication name and results. When the suture was removed during the dressing change, was the wound re-sutured? Was the suture removed in the doctor¿s office or during a second procedure? Did the patient¿s condition improve after suture removal? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a lumbar fracture surgery on (B)(6) 2021 and suture was used to repair the wound surface. After the surgery, when the dressing was changed, it was found that the wound surface of the patient had erythema and inflammation with wound secretion, and the healing was poor. It was considered to be reaction to the the device. Removal of the local suture and strengthening dressing change were given. Additional information was requested.